Event description:
New information received notes that the increased thresholds improved after ablation.

Event description:
The asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained lead noise due to post-paced t-wave oversensing. During interrogation, increased rv threshold was noted. Programming changes were made. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.